Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor. Motor passed motor test. Unable to verify no delivery alarm due to motor error alarm anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.